Event description:
It was reported that the cartridge was damaged at undefined location, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Additionally, the customer¿s blood glucose (bg) level was "high", specific value was not provided. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.